Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery because the right cylinder migrated out of the corpora. The existing app was explanted and replaced with a new one as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Implant date recorded. The implant date of (B)(6) 2006 is an approximate date. Only the year (2006) is known.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery because the right cylinder migrated out of the corpora. The existing app was explanted and replaced with a new one as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient noticed that they were unable to inflate their app sometime in (B)(6) 2018. The patient presented to the clinic in (B)(6) 2018 with a concerning exam for a palpable right rear cylinder in the perineum. The patient could not state for how long they experienced this issue. The physicians in the clinic noted that they were able to cycle the device normally. The existing app was explanted and replaced. The patient was seen two weeks after the procedure and was reported to be doing well. The exam was not concerning, and the patient was advised to follow up with their physician after six weeks for postoperative clearance to use the device.